Event description:
It was repored that the customer was unable to fill tubing, the customer was stuck on the preparing to prime loop. Customer's blood glucose level at the time was unknown. Customer reported blood glucose levels of 418 mg./dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.